Manufacturer narrative:
(B)(4).

Event description:
It was reported that alerts for high, out of range high voltage lead impedance was observed via remote transmission. Programming changes were made. The patient was stable.